Event description:
It was reported that the patient presented to the hospital due to pre-syncopal feelings. The right ventricular lead exhibited intermittent capture. The lead was repositioned successfully on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.